Event description:
Pt being intubated, stylet was used in ett. Stylet was being removed. Therapist noted a small piece of stylet broke off the end while still in ett. Therapist pinched ett shut and prevented broken piece from going into pt's airway.